Event description:
In 2009, admission to the hospital was for management of a skin wound at the previous insertion site of the j-tube. Infection with normal anc: derm-skin/cellulitis) grade 2. Consultation was done with the wound care nurse. Plan to use an ostomy pouch to control the drainage and to decrease further skin breakdown. Patient was discharged to home the next day. This event of infection with normal amc: derm-skin (cellulitis) grade 2 is definitely related to the complications of the j-tube. Cisplatin, paclitaxel poliglumex may possibly be related as the chemotherapy may have had a contributory effect on the slow healing of this wound. Radiation is unlikely related to this event. Albumin grade 2 is probably related to cisplatin, paclitaxel poliglumex and radiation, as well as, to complications of the j-tube. Events leading up to this admission: patient reported incident that occurred the previous month. He used a broom to remove a bat from his home and these strenuous movement stressed his j-tube site. Following this incident. The patient noted copious amount of drainage from around the j-tube. He was unable to flush his j-tube and he was unable to take anything by mouth as the gastric drainage increased after these activities. Two weeks later, along with drainage from around the j-tube insertion site, he experienced a low grade fever, 100.7. Also, his platelets were 73k/mcl necessitating the hold of his chemotherapy the same day, which was 6th dose of the planned 6 weeks of chemotherapy. His radiation treatment was held as well, for one day the same day. The same day, as an outpatient, he received one dose of IV antibiotics and placed on p.c. Antibiotics for 10 days. The next day, the j-tube was exchanged. On two days prior to original date, the j-tube was removed.